Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the ok button was under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: the keypad is intact. All buttons are unresponsive. No moisture observed on the keypad. The leak test failed due to a base crack on the front of the pump between the case seal and the keypad. The keypad cover was removed and no contamination was found under the key contacts. The pump cover was removed and internal moisture was found on the keypad flex connector.